Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving his replacement products and he experienced a medical event. The customer initially reported on (B)(6) 2021, that he received a ¿replace sensor¿ message on the adc freestyle libre sensor after 8 days of wear. A replacement sensor was ordered however, the customer called back on (B)(6) 2021 to report that due to a delivery issue involving the replacement products, he was unable to check his glucose level and experienced a loss of consciousness, and was unable to self-treat. The customer¿s wife treated him with baqsimi (glucose) through the nose and no additional treatment was reported. There was no report of death or permanent injury associated with this event.